Event description:
Rptr had silicone breast implants implanted in 3/77. Within a short time after implantation rptr developed what was first described as osteoarthritis, later lupus was mentioned and finally rheumatoid arthritis with sjogren's syndrome. On some days, rptr also experiences acute weakness, joint, tendon and muscle pain, memory lapses, numbness in hands and fatigue. Rptr plans to have an immune system test done and believes it could be silicone related as it has all happened since her surgery in 3/77.